Event description:
The surgeon was implanting the mmf screws into the maxilla of the pt when one of the screws broke and the head of the screw sheared off. The pt's health was not compromised nor was there any injury to the pt.

Manufacturer narrative:
Product discarded by doctor. If further info is acquired that adds value to the content of this report and/or a conclusion can be drawn, a f/u report will be sent.